Event description:
It was reported that a few hours into a da vinci s prostatectomy procedure, a hole was observed in tip cover accessory, which was installed on the monopolar curved scissors instrument, when stray current coagulated tissue. The site reported that the tip cover was replaced to successfully complete the planned surgical procedure with no patient harm, adverse outcome or injury.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed the tip cover to have various mechanical tears and holes burned through the silicone. The silicone exhibits localized melting around the hole which is indicative of an arcing event. All tip cover damage is contained within one half of the silicone, between the two parting lines. The hole sizes range from .010 to 020 with varying shapes (round and oblong). Multiple holes indicate multiple arcing events occured. The tip cover also has various mechanical tears in the general vicinity of the holes. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Manufacturer narrative:
(B)(4).